Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/11/2015 with the following findings: the pump was returned for investigation. The battery cap was not returned; therefore a test battery cap was used to complete investigation. Investigation revealed a dim and faded display screen. The battery compartment was also cracked below the bumper at the case seal. The investigation on the bolus button was unable to be completed due to the missing/detached bolus cover. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim and faded display screen. The battery compartment was cracked below the bumper at the case seal and the bolus button cover was missing. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2015.